Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope experienced an abnormal image. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the dark image is caused by a component failed of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was due to the lg bundle failure. The lg bundle failure is a light transmission problem, but the cause of the lg bundle failure could not be determined. The most likely cause is some kind of excessive force. A DHR review is not required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.